Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: removal/snaring of dislodged stent from pt. Device issue: stent dislodgement. It was reported that the otw graftmaster was to be deployed in the popliteal; however, it would not cross and it was removed. Unknowingly, the stent had dislodged in the guiding catheter. When a balloon catheter was inserted into the guiding catheter, as add'l predilatation was required, the stent was pushed through, into the pt's anatomy. The stent was then retrieved with a snare device. Another graftmaster was used at the intended lesion site in the popliteal. There was no perforation or dissection in this case; the physician wanted to use the graftmaster for this lesion site. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hosp, field contact or distributor. Results and conclusion summation- quality engineering reviewed the incident. It was reported that an attempt was made to place the stent in the popliteal, which is considered off-label use. Stent retention testing was carried out and exceeded the requirement. The device is only indicated for use in the treatment of free perforations in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. The IFU states "do not attempt to pull an unexpanded stent graft back through the guiding catheter; dislodgement of the stent graft from the balloon may occur".